Event description:
This is the first of two reports for the same pt involving two lot numbers of the same product. It is unk which contributed to the event. Refer to 1065835-2013-00016 for the description of the second report. It was reported by the eye care professional (ecp) that the pt experienced an "infection" after insertion of the lenses. The pt went to the emergency room. The diagnosis was corneal infiltrated in the left eye from soft contact lens. It is noted "anything to the arches, normal tone left eye fundus papilla defined margins". The pt experienced redness, and no corneal staining. Treatment prescribed: ciclolux eye drops - 1 drop 2x on left eye for 5 days; vigamox eye drops - 1 drop 6x for 7 days; tobral eye drops - 1 drop 6x for 7 days; pensulvit ophthalmic ointment = 1 application in the evening for 7 evenings; saline and gauze to clean the eye. It is unk if this issue has resolved at this time. The pt is currently not wearing contact lenses. Additional information has been requested but not yet received.

Manufacturer narrative:
Product from the same lot number was returned for evaluation and found to meet specifications. The investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).